Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were submitted for this event. Please see reports: 0001822565 - 2017 - 06341, 0001822565 - 2017 - 06342, 0001822565 - 2017 - 06343, 0001822565 - 2017 - 06344. (B)(4). Concomitant medical products: p/n 00875704801 shell with cluster holes porous 48 mm o.d. L/n 63513098 p/n 00771100900 femoral stem 12/14 neck taper l/n 63594642 p/n 00875100832 liner neutral 32 mm l/n 63521515 p/n 00625006535 bone screw l/n 63544382 p/n 00877503201 ceramic femoral head l/n 2867128. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that the patient was revised due to unknown reasons. Follow up was attempted with no additional event information made available.